Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device powered off when attempting to monitor a patient. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device powered off when attempting to monitor a patient. The device was in use on a patient and there was no adverse event to patient or user. One power pca was returned for failure analysis. The power pca passed all testing. The reported problem was not verified /duplicated during lab tests. No fault found with this power pca.